Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During an electrophysiology procedure, the micropuncture wire sheared and the user was unable to remove the needle causing multiple access attempts. No section of the device remained inside the patient's body. No additional procedures required. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence